Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the ICD was explanted and replaced for reported normal battery depletion three years later.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in right ventricular (rv) pacing inhibition of greater than two seconds in duration. The noise appears to be electromagnetic interference (emi) however, the source could not be identified. All lead measurements were within normal limits and stable. No intervention performed. No adverse patient effects reported.